Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant by another surgeon, a pt reported that the field of view became dark and requested a lens replacement. The surgeon refused to perform the lens replacement initially because the pt's visual acuity was 0.8 (20/25). The pt again presented to the surgeon requesting a lens exchange and the surgeon then exchanged the iol. The surgeon reported the event was not related to the lens though light scatterings were noted in the lens. Add'l info has been requested.